Manufacturer narrative:
Result: broken footboard modules.

Event description:
It was reported by service report that the footboard controls do not work. It is unk if there was pt involvement or if there are adverse consequences to report.